Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Visual analysis identified the glass cap was detached. The fiber also exhibited a proximal circumferential fracture (cf) and a glue failure. The metal cap exhibited heavy charred debris adhesion on its surface which suggests prolonged tissue contact during procedure. The fiber was functionally tested with a hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The forward firing test was performed for this device and resulted in an output which was above the threshold for potential patient harm, due to the glass cap being detached. Based on analysis results, the reported clinical observations were confirmed. It is likely that the user contributed to the reported event by applying excessive force to the fiber tip and/or burying the tip into tissue; thereby causing the proximal cf, the glue failure, and the glass cap detachment. According to the instructions for use, the following is cautioned: do not bury the tip of the fiber into the tissue. Excessive or rough cleaning of the fiber tip may result in damage to the fiber. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that, the fiber life warning was issued, even though no tissue contact was being made, and the tip was clean and did not need to be cleaned. It was noted that pressurize saline was utilized. The procedure was completed using another fiber. There were no patient complications. Analysis of the returned fiber identified the glass cap was detached.